Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus france s.a.s. (Ofr) for evaluation. Ofr inspected the device and confirmed the following: the reported phenomenon was not reproduced. No image loss was observed when the evis exera ii series endoscope was connected. The device was sold in march 2019 and has never been repaired before. The device will be returned to the user facility without the need for repair. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event during the device inspection by ofr was not reproduced, so the reported event may have been temporarily caused by contact failure due to foreign material such as dust adhering to the inside of the video connector socket. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. A cost estimate for the repair will be sent to the customer. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed when using the device with an olympus 180 series endoscope. When using the device with an olympus 190 series endoscope, the device worked properly. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.